Event description:
Reportedly, the pt reported pelvic pain two months post operatively. Upon examination the dr could see the mesh coming through the anterior wall of the vagina. The pt is scheduled for re operation to repair the site. No add'l info is available.

Manufacturer narrative:
(B)(4).